Event description:
Patient was placed on an ICU bed post operatively following a thoracotomy. Staff attempted to raise head of bed only to find out head is broken and would not raise. It drifted back to a supine position. Bed removed from service and another obtained.======================manufacturer response for ICU bed, stryker (per site reporter).======================nothing at this time.